Manufacturer narrative:
Observed no spark or smoke at any time during investigation testing process of returned finesse pump unit ((B)(4)) with cut away top attached. Pump functioned to specifications with known good ameda provided ac adapter and batteries. Visual inspection and testing indicate pump failure/malfunction due to the faulty returned ac adapter dys model (lot 1017).

Event description:
Customer contacted ameda, inc. On (B)(6) 2019 to report an issue with her ameda finesse breast pump that occurred on the same day, (B)(6) 2019. Customer was using the breast pump and it began to "sputter constantly" per her words. The pump had low suction at that time and she smelled an electrical burning odor. This was accompanied by a faint wisp of white smoke that emitted from the 120v side of the ac adapter. She states the ac adapter was intact without exposed wires. No harm occurred in this event. Customer stopped pumping immediately. A replacement finesse breast pump and ac adapter was shipped overnight to the customer to resolve this issue.